Event description:
It was reported the patient developed weakness in their right arm. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Patient had procedure on (B)(6) 2022 where the lead was explanted.